Manufacturer narrative:
Outcomes to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues, urinary dysfunction/sacral nerve stim, and gastrointestinal/ pelvic floor. It was reported that the patient was not emptying their bladder. They were having urgency and incontinence. The caller said the urgency was when the patient was getting up. Patient services reviewed device function and the difference between increasing stim and changing programs. The caller was going to adjust the patient's stim. There were no device issues reported, and no further patient complications reported at this time.